Event description:
It was reported the filter legs got stuck on the pusher wire cup. The dr was eventually able to deploy filter, but not at the target location (deployed at bifurcation). No other filter was placed and no further complications were reported.